Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement accuracy test at 0.08740 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The test battery was removed and reinserted with no failed battery test alarm noted. No drive/motor anomaly, unexpected motor grinding noise anomaly or rewind anomaly noted. The motor was tested outside of the device and passed. Device had intermittent button response on the esc, act and up arrow buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, cracked reservoir tube lip and a stained end cap sticker. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the motor sounds labored made grinding noise, buttons were less responsive and harder to press, sometimes had to press buttons twice. It was reported that the insulin pump sometimes rejected new battery. The insulin pump will not be returned for analysis.